Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required, updated fields: d8, g3, g6, h2, h3, h6 and h11. Corrected fields: d9 and h8. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely that cause could not be confirmed for the reported malfunction. For no image the cause was due to bad cable and connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the autoclavable camera head had no light; it¿s not getting any lights through during set-up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.